Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced pacemaker-mediated cardiomyopathy. The patient had chronic systolic heart failure and echocardiogram showed significant dyssynchrony. The patient is on medication. The implantable pulse generator (ipg) is still in use. The patient is enrolled in the surescan post-approval study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.